Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and was hospitalized for observation. Reportedly, dka was due to a non-tandem infusion set. Multiple attempts were made by tandem technical support to complete a system check, but no additional information was received. The infusion set brand and manufacturer were not provided.